Manufacturer narrative:
Citation: attizzani gf. Comparison of outcomes of transfemoral transcatheter aortic valve implantation using a minimally invasive versus conventional strategy. Am j cardiol. 2015 dec 1;116(11):1731-6. Doi: 10.1016/j.amjcard.2015.08.044. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2011 and 2014. The study population included 207 patients (predominantly male; mean age 81 years), 122 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: peripheral balloon angioplasty and surgical repair of the access complications due to fe moral stenosis, occlusion, and bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.